Event description:
Our affiliate is reporting that, during an acl procedure, a portion of the distal end an electrode broke off into the pt's joint space. All of the broken fragment was retrieved from the body and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek has rec'd and evaluated the returned product. A visual examination of the returned device revealed that the failure of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other causative factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. The returned device will be forwarded to the manufacturer for corroboration, however, if their analysis identifies any definitive root cause outside of the above failure hypothesis, this complaint file will be reopened and made to reflect those findings, also a follow-up MDR report will be filed. Outside of this at this point in time no further action is warranted.